Event description:
It was reported that the device exhibited an "undetected cassette." There was unknown patient involvement.

Manufacturer narrative:
Unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to verify and duplicate the reported problem. It was determined that the faulty dso sensor was the root cause and was replaced. Service history review identified there was an indication that the complaint may be related to a service of the device within the review period.